Manufacturer narrative:
(B)(4). Investigation summary: one photo of a loose 5ml syringe filled with approximately 3ml of clear fluid was received and evaluated. It was observed there was a small white cylindrical foreign matter particle present inside the fluid path near the stopper. The syringe appeared to be manipulated and the foreign matter defect could not be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the foreign matter defect could not be confirmed to originated from the manufacturing site. The product is sold as bulk non-sterile and the photos display a manipulated syringe. Rationale: no CAPA required.

Event description:
It was reported that syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: dear sir/madam I am writing to inform you of a contaminated syringe reported by a customer, product no. 301027, from lot no. 8356762. Could you please log internally, bvi do not require an investigation at this time.